Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, the physician punctured the catheter; the catheter had a micro-tear. The tear was detected because of a csf leak. The torn catheter was wasted and not implanted during the same implant procedure. The patient did not have any symptoms related to the event. The device system was to be used to deliver morphine 10 mg/ml.